Event description:
It was reported the dash controller/personal diabetes manager (pdm) was warm to touch, not holding charge and, additionally, was taking a long time to charge. The battery drains by almost 50% in 6 hours on the third day post-charge; comparatively, on the first two days, it only drops by approximately 2%. No harm to the patient was reported and no medical assistance was required. A replacement pdm was issued to the patient.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received we will submit a supplemental with the investigation findings. We are unable to confirm the cause of the reported thermal event. The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#90987 was implemented. No lot release records were reviewed, as the product lot number was not provided.